Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an unknown surgical procedure for an unknown reason. The surgeon was inserting a 3.5mm cortical screw with a small hexagonal pelvic screwdriver. After the screw was inserted into the bone, the driver would not disengage. The surgeon was able to remove the screwdriver by using a mallet to knock the driver back and in the process, the handle broke apart from the 2.5 hex shaft. Mallet driver out followed by using another hex driver instrument. Fragments were generated. The procedure was completed successfully with a surgical delay of five (5) minutes. There was no patient consequence. Concomitant device reported: unknown mallet (product# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) small hexagonal pelvic screwdriver/large handle. This report is 1 of 2 (B)(4).